Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. A stylet was found inside the lead but was removed without issue. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that upon opening up this right ventricular (rv) lead from the box, the helix was already extended a bit. The physician was able to fully retract the helix and us the rv lead for implantation. During the implant procedure, multiple attempts were required to extend the helix but the helix appeared to be stuck. The rv lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.